Event description:
It was reported that on (B)(6) 2022, the drivers submerged underwater and are not working. There is no patient consequence. During manufacturer's investigation of the returned device it was identified that device ran low in fast forward, did not run in forward, ran intermittently in reverse, device had bad membrane switch, wires were discolored, brown residue was present on barriers and grinding bearings and water was present on drive shaft in between the bearings. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: gxl, hxx reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver was submerged underwater and are not working. The repair technician reported the device ran low in fast forward, did not run in forward, ran intermittently in reverse, device had bad membrane switch, wires were discolored, brown residue was present on barriers and grinding bearings and water was present on drive shaft in between the bearings. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor/gearhead, motor insert, bearing and rotary seal drive shaft, membrane switch/flex circuit, cam screw and shrink tubing. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 05.000.008 synthes lot # 007319 supplier lot # 007319 release to warehouse date: 25 jul 2018 supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.